Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.